Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR " message. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing and archive data review. The root cause of the reported system error was the failed processor board (pca), likely attributed to the aging of the device. The autopulse platform was manufactured in april 2018 and is over its expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The cause for the sticky clutch could be due to the normal use of the device. The clutch plate was deburred to remedy the problem. The archive data review indicated system error 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the reported complaint. The processor board was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).